Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber and glass cap show a fracture at two different locations; both locations are at the proximal side of fiber/glass cap fusion zone; the glass cap /metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap bevel edge at the output window is off center. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 74,805 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged. Time expended: 11 minutes. The fiber was exchanged and the procedure was completed using a second surgical fiber. There was no patient injury reported.